Event description:
It was reported that during a laparoscopic urinary organ procedure, the clip was formed teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications and then, the device locked out as intended. Although, no malformed clips were noted during the evaluation of the device, possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device. Excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.